Event description:
I use fixodent from approximately (B)(6) 1995 to (B)(6) 2010. While I was using fixodent, I began experiencing numbness and tingling in the extremities on (B)(6) 2000. I was diagnosed with neuropathy. Blood test taken at that time showed that I had low levels of copper and high level of zinc in my blood. All my condition are permanent and requires medical care treatment. Dose or amount: denture cream; frequency: 2 times daily; route: oral. Dates of use: (B)(6) 1995 to present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: yes.